Event description:
It was reported that during a case, there appeared to be a problem with the grounding pad.

Manufacturer narrative:
It was reported that there were error codes when trying to use two grounding pads and several plasmablades during a case. Another generator was used to complete the case and the pt is fine. The MFR is awaiting return of the unit for eval. If add'l info becomes available, a f/u report will be submitted.